Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 1982438s number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a coil embolization of the internal iliac artery prior to stent graft implantation to treat abdominal aortic aneurysm. The devices were used according to the instructions for use (IFU). After approaching the internal iliac artery with the diagnostic catheter and coiling support (medicos hirata), the embolization of the internal iliac artery was initiated. A coil of the same specification as the involved deltafill coil was placed successfully as the first coil. The deltafill18 20mm x 60cm coil (dlf182060, 1982438s) was inserted into the microcatheter as the second coil, but resistance was felt in the middle of the microcatheter, and the coil could not be advanced. Despite several insertions and withdrawals, resistance was felt at the same position. When applying a slight amount of extra force, the delivery wire broke, so the deltafill coil was removed from the patient¿s body. No unraveling or other issues were confirmed. After that, the deltafill coil was replaced with another one of the same specifications, which could be placed without problems. There was no negative impact to the patient. A continuous flush was done. Additional event information received on 31-jul-2025 indicated that they were able to remove the device through the microcatheter. The introducer flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. There was no allegation of patient injury due to an alleged product issue. Additional event information received on 05-aug-2025 indicated that the event did not event result in a loss of cerebral target position. There was no blood flow restriction/reduction as a result of the event. The microcatheter was not damaged during manipulation nor was there any coil damage upon removal from the patient. Nothing was noted to be obstructing the microcatheter.